Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d4, g3, g6, h2, h3, h6, h10. Visual examination of the provided pictures identified the explanted cup, head and stem covered in bio debris. There is some black debris seen in the outside etched surface and inner edges of the head component. The taper junction on the stem also appears to have black debris. No observations could be made for the cup due to the coverage of bio debris on its inner and outer surface. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty components are anatomically aligned. There is extensive osteolysis along the acetabular cup and proximal femur. There is apparent discontinuity of the medial wall of the acetabulum. The cup appears loose. There is no fracture. A definitive root cause cannot be determined. Based on the provided images and radiograph, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised nineteen (19) years post implantation due to pain and metallosis.

Manufacturer narrative:
(B)(4). D10: unk mallory head 082280; unk 11mm stem unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.